Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient has not felt stimulation for a while and they had not seen their healthcare professional (hcp) since she had the implant. During the call it was confirmed her ins was off. She turned the ins on at 5.1 volts and did not feel stimulation. The patient also reported falling twice. They increased the amplitude to 7.0 volts and still couldn't feel stimulation. Changed to program 2 and still couldn't feel stimulation when she increased.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient used the user manual to turn the neurostimulator on and increased the amplitude and still did not feel stimulation. The patient also reported trying to turn it on and off and changed the batteries in the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.